Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed for a motor error. The blood glucose reading was 30 mmol/l. The customer treated with the insulin pump and then received a motor error alarm. The insulin pump had not been exposed to a strong magnetic field. The customer was unable to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.